Manufacturer narrative:
During inspection of the returned device, it was observed that there are mechanical damage marks on the shaft. Caused by metal to metal contact under pressure. The picture shows bent shaft that confirms that the device was used as a liver during use. Too much axial load applied on the device. Axial load is not part of the intended use for this device.

Event description:
Broken metal tip of speed snare. Broke when closing on the suture to pass. Happened after opening and closing it about eight (8) times. No metal peace left in the patient.